Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold and was repositioned. Moreover, during the procedure it was unsuccessful to retract the helix numerous times using different techniques including hemostat. It was then suggested keeping lead straight, stylet in, gentle traction while attempting to rotate terminal pin counterclockwise. Further, the rv lead remains in service. No additional adverse patient effects were reported.